Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was partially applied with thirteen remaining clips. No visual abnormalities were observed with the instrument. It appears as the clips were stacking in the clip channel. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of device jammed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. Five to seven clips were able to be fired from the device. Then, the clip was not loaded into the jaws. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.